Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse moved magnesium (mg) assay from server 3 to server 2, loaded new reagent flex and calibrated mg assay with calibrator 1. Quality controls (qc) recovery was still bias high. The cse returned the next day, replaced sample probe 1 mixer, sample probe 3 assembly, and a coupling. The cse ran qc and patient correlations, resulting within range. The cse ran precisions, quick check, updated qc ranges on mg, and ran test checks, which resulted within specifications. The cause of the discordant, falsely low magnesium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low magnesium (mg) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated twice on the same instrument, resulting low on the first replicate and higher on the second replicate. The sample was then tested on an alternate dimension vista instrument and the result matched with the second replicate result. The result obtained on the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg result.